Event description:
It was reported there was a possible power on reset (por) that happened after the patient hit his pacemaker while chopping wood. It was noted that the device remote transmission was unsuccessful because the device serial number was not available but the monitor serial number was available. The patient was scheduled for a pacer interrogation to reprogram the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead, implanted (B)(6) 2014. (B)(4).